Event description:
It was reported that bd insyte¿ IV catheter 20ga 1.88in contained foreign matter. The following information was provided by the initial reporter: "complaint from queen mary hospital. The user complained that 1mm black foreign material was found on the sheath of a new intravenous cannula."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-13. H.6. Investigation summary: three photos and one sample was received by our quality team for evaluation. From visual inspection, a small black fiber was observed on the catheter tip, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The sample underwent testing ftir (fourier transform infrared spectroscopy) testing. This showed that the fiber reasonably matches with poly(ethylene terephalate). Poly(ethylene terephalate) is a thermoplastic polymer resin of the polyester family and is used in synthetic fibers, containers, thermoforming in manufacturing, engineering resins, and packaging materials. This likely came from a smock worn by the production technicians. The old smocks have been changed to a new one. The smock / jumpsuit material may have degraded due to frequent use and washing. This most probably caused loose fiber and the loose fiber may have dislodged and might have transferred during production to material at the tube cutter, isam, tipping and icam during material transfer and was deposited onto the catheter tubing as seen on the picture. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that bd insyte¿ IV catheter 20ga 1.88in contained foreign matter. The following information was provided by the initial reporter: "complaint from (B)(6). The user complained that 1mm black foreign material was found on the sheath of a new intravenous cannula."